Manufacturer narrative:
The asp evaluated the device onsite. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The asp changed the battery and pads and tested the AED. All functions test passed and the device returned to full service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The asp was not able to replicate the reported issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and the asp was not able to replicate the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device is failing self-test.